Event description:
It was reported that a volume discrepancy was noted. The actual residual volume was less than the expected residual volume. The hcp aspirated 3mls from the reservoir; had expected 10mls. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)